Event description:
The customer contacted baxter's technical service center regarding therapy assistance, which occurred on the homechoice (hc) during fill. The peritoneal dialysis registered nurse (pdrn) stated in the home patient's (hp) therapy, last night during the fill cycles, she had a burning feeling. However, the burning feeling went away in the dwell and drain cycles. The pdrn stated she thought the solution was too hot for the hp. The pdrn stated the comfort control (cc) was set to 36 degrees celsius. The tsr informed the pdrn that she could adjust the cc, to see if it helped and took away the burning feeling while in fill. The hc was operational. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient's nurse on (B)(6) 2012 and she said that she did as the tsr told her too. The nurse turned down the cc to 35 degrees celsius. The hp has not reported any burning sensations since then. She said since then the patient has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The device was not returned to baxter as the customer continued to use the device, therefore no sample evaluation could be performed. A follow-up report will be filed if any additional information becomes available.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined. A service history review (shr) revealed that no issues that may have contributed to the overtemp fluid delivered. A device history was conducted and no issues were found related to the overtemp fluid delivered in the logs during the manufacture of the lot or serial number.